Event description:
It was reported that the lead was damaged during a routine changeout of a pulse generator. The ventricular lead exhibited loss of sensing, less than 200 ohms impedance and loss of capture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.